Event description:
Reported discrepent sars results for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that the patient tested negative with solana and positive with different molecular (pcr testing). The customer reported the CT values from the positive test which are late and indicative of extremely low target level.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. No problem found with product. Samples in question may fall around or below the product's lod. Pcr CT values are late indicative of extremely low target level. Customer satisfied with fas troubleshooting. Root cause: no problem found. Source: phone.